Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID (B)(4) serial# nkn178546v implanted: (B)(6)2018 product type extension product ID (B)(4) serial# nkn178545v implanted: (B)(6)2018 product type extension product ID (B)(4) lot# va1khca implanted: (B)(4)2018 product type lead product ID (B)(4) lot# va1kh9h implanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that a surgical intervention had not been scheduled yet and no devices have been returned yet. The rep indicated that the cause of the short circuits was still unclear until they schedule and explore but they suspect it is related to contact 3 in the extension setscrew block being twisted. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708640 lot# serial# (B)(4) implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type extension product ID 3708640 lot# serial# (B)(4) implanted: 2018 (B)(6) explanted: product type extension product ID 3387s-40 lot# va1khca serial# implanted: 2018 (B)(6) explanted: product type lead product ID 3387s-40 lot# va1kh9h serial# implanted: 2018 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating that the device was explored on friday (B)(6) 2018. Pre op impedance showed a low between 0 & 1 of 152 ohms. When the patient turned their neck impedance in contacts 0 & 1 dropped (within range but showed a noted drop given position)  intra-op the extension and lead were tested with the external neurostimulator (ens) all pairs were normal with the exception of contact 2 & 3 which gave high impedance when tested at the end of the lead. When the lead was placed back in the extension impedance normalized. With no high or low pairs. When extension re-connected to battery impedance was normal range. When stabilized and closed back in the pocket the system showed a short between 1 and 3  (c/1 911 ohms, c/3 911 ohms, 1/3 246 ohms) the rep noted that throughout the case, they received inconsistent impedance readings. When the system was disconnected again the impedance was normal with the exception of the lead at which point with the end received impedance 253 ohms at contact 1/3.  The extension was replaced in hopes of improvement in impedance. Once the system was reconnected with the new extension contact 1/3 was still short. It was determined that the lead is the source of the issue.  Once the system was closed all combos with contact 3  were high impedance out of range results c/3 9544, 0/3 9064, 1/3 8621, 2/3 8727.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va1khca, implanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1kh9h, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 3708640, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: va1khca, ubd: (B)(6) 2020, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: va1kh9h, ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Short circuits were reported on all contacts. The left gpi electrode impedance showed impedance between 100-500 ohms across all pairs. Prior to the programming sessions, impedance were fine. Evoked potential showed no response. Patient and family reported no trauma to the head or falls. It was reported that an x-ray showed extension contact 3 block twisted. It was noted that a CT scan will be done in the future to verify no lead movement. The issue was not resolved at the time of the report. It was reported that a surgical intervention did not occur, it was planned but had not been scheduled. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.